Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an attempted implant procedure, the right ventricular (rv) lead experienced high thresholds without consistent capture. The right ventricular (rv) lead was explanted and not replaced. The physician elected to stop the implant procedure and transfer the patient to another facility for implant. No patient complications have been reported as a result of this event.